Manufacturer narrative:
Non conforming crimp assembly. Evaluation summary: the analysis showed that the long45a device was received with the anvil closed, and the flex neck extended from the tube. The device was loaded with a fully fired reload. The flex neck was manually assembled to the tube and a test reload was loaded into the device for functional testing. The device fired all the staples as intended, however the anvil did not opened as the flex neck extended after attempting to release due to an insufficient h-crimp. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, while using peri-strips, the device became stuck on tissue. Instructions given to remove using the manual release and the instrument failed. The surgeon had to use another device to cut the device out.